Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25 x 12mm synergy stent was advanced to treat the lesion. However, the stent got dislodged and is free floating in the left internal mammary artery. No patient complications were reported.